Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump emitted multiple call service alarms to reboot the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings: there were multiple call service alarms observed in the black box history. The pump was unable to boot to the verify screen and emitted persistent call service alarms. The pump was reprogrammed with a new software code and the pump was able to be successfully booted to the verify screen. Multiple ¿ez-prime¿ operations were able to be completed with no further alarms. The pump was exercised for 24 hours with no alarms observed. There was no evidence of moisture or corrosion inside the pump when the pump was opened. The radio frequency transceiver flex was intact and secure to the printed circuit board.